Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). The patient reported being in pain. The pain feels like pins and needles in their left leg and thy also have pain in their lower back. Initially, they were able to get rid of the pain right away after being implanted but then when they got home the pain came back. During the report the patient synced with the patient programmer which showed the stimulation on group b program 1 but they did not feel any stimulation sensation. The patient increased the amplitude successfully. The patient was redirected to follow up with their healthcare professional (hcp). The event date was noted to be (B)(6) 2017. No further complications were reported/are anticipated.